Event description:
In 1991 herniated disc repaired, fused and four pedicle screws with two rods were implanted. Pain never ceased. Rptr continued physical therapy. The pain grew worse. In 10/93 she was diagnosed with another herniated disc. On 1/13/94 the 1st set of rods and screws was removed. She was told one of them was loose. The pain continued after surgery which included a fusion with a rod and 3 screws. The pain became so bad that she could hardly walk or move. On 8/2/94 exploratory surgery found that a screw had loosened and fusion in that area did not heal. Without screws and rods, pain is less.